Event description:
It was reported that the device was used during a hals colectomy. It fired malformed staples. Another device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
H4: info is unavailable; device was not returned for evaluation.